Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The implanting clinician stated that the cause of the infection was unknown. However, the patient is a poor surgical risk as they are a smoker. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is potentially due to the patient being a poor candidate due to health, weight, age or mental capacity as they are a smoker (user error - clinician).

Event description:
The patient reported an infection at the incision site where the coil was implanted. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The patient is currently being treated at their local wound clinic.